Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error 319 which was confirmed as having occurred in the field and replicated. The unit was tested on an in-house system in normal mode with triggered error 319. The unit was also tested on a pftp where it failed check all boards and fiber test. Rolling loop fiber was tangling. Aba troubleshooting was done with gold rolling loop fiber installed to verify both failures.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). System was tested and is ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, arm 1 had two different faults (307 and 319). The customer attempted to power cycle the system but was encountering the same fault. The customer disabled arm 1 so the surgeon could continue at the moment. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed and confirmed the 319 error on universal surgical manipulator (usm) 1 pointing to the axes controller carriage (acc) board. The tse suggested to power cycle again to see if the error clears or if the surgeon was willing to continue with this procedure using 3 arms only. The surgeon asked if the error would clear, but the tse informed the customer that it is possible that the error could return. The surgeon elected to continue using 3 arms only. The procedure was completing as planned with no reported injury.